Event description:
It was reported by the patient's son that the patient passed away on (B)(6) 2025. The cause of death was reported by the coroner to be aorta inflammation, kidney failure and pacemaker failure. The pacemaker was explanted by the funeral home and discarded in preparation for the patient's cremation. The last latitude transmission had been in (B)(6) 2025, and current device data had not been provided to boston scientific for evaluation. No further information was provided.